Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up in clinic, it was noted that the device was eroding through the pocket. Device was explanted and replaced. The patient was discharged in stable condition.